Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2009. Prior to the patient leaving the office, all settings were corrected back to their correct parameters except the frequency was not corrected back to 30hz. No patient adverse events were reported.